Event description:
The patient came to the hospital with abdominal pain, and on (B)(6) 2024, during a colonoscopy performed on the patient, the op-channel was not smooth, completed the examination with other scope, prolonged the examination time. Reported the defective one to equipment section for repair. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report? D2: common device name? D4: model #, serial #, unique identifier (UDI)? G6: type of report? H2: if follow-up, what type? H3: device evaluated by manufacture? H6: coding changed based on the investigation result? Additional information: d1: brand name d8: was this device ever serviced by a third party? D9: is this device available for evaluation? H4: device manufacture date evaluation summary: event that occurred is op-channel kink. Based on the investigation, a potential root cause of this failure is the op-channel was deformed by extrusion due to external force. A definitive root cause of the reported issue could not be identified. The pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with a backup device. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to a pre-use check which can reduce the occurrence of accidents. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 09-jan-2020 under normal conditions. On final inspection, a faulty objective lens was discovered and the part was replaced as a rework, ensuring it passed all required inspections and released accordingly. The approved for shipment date and actual ship date were confirmed on 24-mar-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.